Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 21dec2016. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, including driveline fault alarms, as well as how to respond to such events. Evaluation of the returned portion of the patient¿s driveline from (B)(6) confirmed damage to the insulation of the brown and orange wires, which could have contributed to the low speed operation and pump stoppages captured within the submitted log file. Additionally, superficial damage to the outer silicone jacket and a distal end bend relief compromise were observed during evaluation of the returned portion of driveline. Lastly, evaluation of the submitted log file confirmed a system stop due to the driveline being disconnected, which the account attributed to the user error of the patient performing a controller exchange at home. The submitted log file contained data from (B)(6) 2021. The log file captured driveline disconnects prior to patient support on (B)(6) 2021, consistent with the reported controller exchange performed by the patient at home. The log file recorded several instances of low speed operation and pump stoppages. The patient was operating on their mobile power unit during all abnormal pump operation. The pump regained speed after each event, and operated above the low speed limit while on external batteries. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue. The patient underwent a driveline replacement on (B)(6) 2021. The returned portion of driveline measured approximately 20 inches. Electrical continuity testing of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline was covered in rescue tape from the controller connector to approximately 1 inch, 1.5 inches to 3 inches, and 9.5 inches to 12 inches from the controller connector. Upon removal of the rescue tape, the driveline distal end bend relief was noted to be damaged approximately 0.25 inches from the controller connector and the silicone jacket was noted to be damaged approximately 2.5 inches, 11 inches, 12.5 inches, 13 inches, and 15.5 inches from the controller connector. The bionate layer was discolored, but otherwise unremarkable. The metal braided shield had breakdown throughout the entire portion or driveline with complete breakdown from approximately 2 inches to 3.5 inches, 9 inches, 12.5 inches, and 15 inches to 16 inches from the controller connector. The layers were carefully removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the orange and brown wires approximately 15.5 inches and 17.5 inches from the controller connector, respectfully. The remaining wires, as well as the remaining portions of the orange and brown wires, were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Although a specific cause could not conclusively be determined, the observed damage to the insulation of the orange and brown wires appeared to be the result of repetitive flexing in the area of damage. If the exposed conductors of either the orange or brown wires made contact with the metal braided shield while the patient was operating on their mobile power unit, a short to shield would have resulted, causing the low speed operation and pump stoppages observed within the submitted log file. The patient remains ongoing on (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The heartmate ii lvas IFU and patient handbook state that if the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The controller exchange on (B)(6) 2021 noted in the log file review was reported in MFR report #2916596-2021-02107. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having alarms on their controller. He was having low voltage, low speed advisories, and pump stops when plugged into mobile power unit (mpu). A log file review was requested. Technical services noted the review was for a newly connected controller on (B)(6) 2021 ~3:41 am. The data showed (40) pump stops, (93) low speed advisories intermittent on (B)(6) 2021. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. The log did not display any pump stops / low speed advisories while tethered on batteries. The doctor wanted to ensure that the patient¿s low voltage alarm was not related to pump stops. The team's understanding is that it is two different issues and not related. The x-rays received are unremarkable. The low speed advisories / pump stops and low voltage alarms are two different issues. The low voltage alarms displayed in the log are low battery advisory(s) that occurred while tethered on batteries due to depleted batteries in-use/normal battery depletion (appears the patient switched to fully charged batteries in each occurrence). It was suggested to wrap areas of the driveline glued by patient with rescue/fusion tape. On 23apr2021, the vad coordinator requested an unshielded patient cable. On 26apr2021 tech services arrived onsite for driveline evaluation/repair. Performed repair ~3" inches from the exit site. It was noted there were cosmetic tears in the outer white silicone jacket ~1"-3" inches from the exit site. Wrapped/secured silicone jacket with rescue/fusion tape. Post repair tethered patient on grounded patient cable without issue. On (B)(6) 2021 the coordinator requested exchange of the original controller with new controller during the driveline repair. Controller exchange performed while connecting the new percutaneous lead without issue. The vad coordinator reported original controller will be the patient's backup controller.